Event description:
The patient felt no stimulation sensation and experienced a loss of therapeutic effect for the last 3-6 months. The last time the patient used the device, stimulation parameters had to be increased over previous levels to achieve the same therapeutic effect. The patient had a fall (date not specified). The patient was seen in clinic. Device interrogation showed impedances greater than 4000 ohms on some or all bipolar pairs. The battery voltage was still good at 2.89 volts. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.